Event description:
During a turp procedure, the pt experienced excessive bleeding which was not brought under control for approx 1 & 1/2 hrs. Beyond normal surgery time. The blood loss was 300cc rather than the expected 25cc. The pt was stable, but being watched for further bleeding. They tried to control the bleeding with desicate, flugerate, spray and continued to increase coag.